Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the safetyglide syringes were clogged. The following information was provided by the initial reporter: customer reported bad batch of needles 25 ga safetyglide. Clogged during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 04-aug-2022. H.6. Investigation summary: forty- two samples were provided to our quality team for investigation. The reported issue was not confirmed upon visual inspection and functional testing of the samples. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported by the customer that the safetyglide syringes were clogged. The following information was provided by the initial reporter: customer reported bad batch of needles 25 ga safetyglide. Clogged during priming.